Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for evaluation. The balloon protector was received over the balloon. The balloon protector was removed without any issue. The inner diameter was noted to be within specification. A visual examination identified no issues with the balloon profile. The balloon was loosely folded. There was blood on the outer surface of the balloon. A visual examination identified the shaft was separated at the exit port. There were multiple hypotube kinks. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft detachment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected for use. During preparation, upon removal of the balloon protector, resistance was encountered more than usual. Subsequently, it was noted that the device became detached. The procedure was completed with another of the same device. No patient complications and the patient's condition was good.